Event description:
Sorin group (B)(4) received a report that, during operation a roller pump stopped and alarmed. An error code was displayed, though the exact error code was not reported. The perfusionist power cycled the pump and continued the procedure with no further problems. No pt injury was reported.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting (B)(4) received a report that, during operation a roller pump stopped and alarmed. An error code was displayed, though the exact error code was not reported. The perfusionist power cycled the pump and continued the procedure with no further problems. No pt injury was reported. Sorin group (B)(4) for evaluated the returned pump and found that the two circuit boards were outside the guide bar. If a circuit board is not fit correctly in the connector, an intermittent malfunction may occur. The cause of the circuit card dislodging from the guide bar cannot be determined. After repair, the pump was tested for 100 hours without problems or faults. No further action is necessary.